Event description:
Patient stepped out of room into the hallway, pulling on IV when baxter clear link 3-port primary IV tubing came apart at the distal y-site.====================== health professional's impression======================not known====================== manufacturer response for IV tubing, baxter clear link 3-port primary IV tubing======================acknowledged. Awaiting medwatch.